Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event, inspected the instrument and found no evidence of a leak at the s702 sensor. Fse reseated the s702 and cable that ran to the interconnect board. He cleaned the entire unit that was slightly dirty then upgraded the software to 1.36s. He ran quality controls and they were was in range. The system operated as intended. The probable cause of this event was a possible bad interconnect board connection. A 13-month complaint history review and service history review for similar complaints was performed for the aia-360 serial number (B)(4) from 06aug2016 through 06sept2017. The review found there were no other similar reported complaints for this product during this period. The aia-360 operator's manual under chapter error messages and flags states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 3022 leak sensor s702 detected as indicating that "leakage sensor s702 activated". Contact the service department for troubleshooting.

Event description:
The customer reported receiving an error code 3022 (leak sensor s702 detected error). Technical support (tss) advised the customer to try troubleshooting by cleaning the sensor. The customer was unable to clean the sensor. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.